Event description:
There is no patient impact associated with this complaint. It was reported that the pump did not detect the cartridge during the load cartridge phase. There is no additional information available.

Manufacturer narrative:
(B)(4): investigation revealed that the force sensor is out of calibration. Evaluation revealed a dislodged display screen and dislodged force sensor pins.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). Recall status report - 2531779-03/24/2010-003-r.